Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the app was frozen. A technical support specialist remoted in, restarted the app, checked the event viewer, and found no pi errors. The system functioned as intended after the technical support specialist completed troubleshooting and investigation of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux application froze. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.